Event description:
2024-jul-17 rpl 436355 rpl 436656 rpl 436356 (B)(6) (con): information was received from a patient regarding an external device. The reason for call was patient reported their controller was displaying 'battery empty, cannot continue, recharge the controller'. Patient said they had the controller plugged in for 2 days and the controller still displayed the message. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the controller did not power on. Patient confirmed there was not a green light on the ac power supply box at first. Patient then tried a different outlet and confirmed the green light was on the power supply box. Patient reinserted the battery and confirmed they did not see a light above the controller screen, and the controller screen displayed battery low again. The issue was not resolved. Patient commented that their back cover on the controller does not want to stay on, so they had been using the controller without the back cover. A replacement controller and battery pack was sent out. No symptoms were reported. Patient called stated they received the controller and battery pack but noticed the problem was with the ac power cord. Patient stated the cord is broken and came off. A replacement ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) was analyzed and found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745, serial# (B)(6), product type: programmer, patient was sent for analysis and found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.